Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false af episode due to post-sensed t-wave oversensing was observed through merlin.net transmission. Recommended programming changes will be made during patient¿s next in clinic visit. Patient was asymptomatic.